Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The investigation is ongoing. A supplement report will be submitted upon completion of the investigation and receipt of additional information.

Event description:
The customer reported a conflicting result with the determine hiv-1/2 ag/ab combo performed on an unknown date with a serum and whole blood sample. The customer indicated that the patient initially tested positive for hiv aby with a serum sample. The patient was retested using a whole blood sample which resulted in a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Addition information: d4 - lot #, d4 - primary UDI number, d4 - expiration date, b3 - date of event, b5, h6 - f code. The investigation is ongoing. A supplement report will be submitted upon completion of the investigation and receipt of additional information.

Event description:
The customer reported a conflicting result with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2025 with a serum and whole blood sample. The customer indicated that the patient initially tested positive for hiv aby with a serum sample. The patient was retested using a whole blood sample which resulted in a negative result. The customer reported there was no patient impact. The customer reported the patient is in early twenties (20).

Manufacturer narrative:
Corrected data: h4-device mfg date. Addition information: b5, h6-medical device problem ¿a¿ code. Clarifying information was received from the customer indicating that the event was related to a false positive result instead of conflicting results. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000993124 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000993124, devise part number 10732998/ lot 992853. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000993124 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported false positive results with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2025 with a serum sample. Confirmation testing (platform unknown) was performed the same day using a whole blood sample which resulted in a negative result. The patient was reported to have been in their early twenties (20).